Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator showed one yellow sending wave. A boston scientific company representative confirmed that the patient heard a strange noise like explosion. The company representative advised the patient to move the communicator away from electronic devices but the issue persisted. The issue was escalated to higher technical support. Additional information indicated that the higher technical support advised to replace and return the product for analysis due to electric explosion from the communicator. Additional information indicates that the patient received a new communicator and the old communicator will be return for analysis. The product is no longer in service. No adverse patient effects were reported.